Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), genital haemorrhage ("heavy bleeding"), procedural haemorrhage ("bleeding due to cathidter being pulled out.") And uterine haemorrhage ("abnormal uterine bleeding") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included kidney stones. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), abdominal pain ("abdominal pain"), flank pain ("pain right flant pain-upper back") and abdominal pain upper ("stomach right side pain"). On (B)(6) 2010, the patient experienced procedural haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("menstrual pain / dysmenorrhea (cramping),") and the first episode of dyspareunia ("pain during intercourse"). In 2011, the patient experienced urinary tract infection ("infection ¿urinary tract infection"). In 2015, the patient experienced bladder disorder ("bladder problem or changes") and urinary tract disorder ("urinary problem or changes"). In (B)(6) 2016, the patient experienced ovarian cyst ("right ovarian cyst"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), back pain ("back pain / lower back pain"), vaginal discharge ("abnormal vaginal discharge"), mood swings ("mood swings"), procedural pain ("painful post-operative recovery"), the second episode of dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), diarrhoea ("diarrhea"), alopecia ("hair loss"), nausea ("nausea"), uterine leiomyoma ("uterine fibroids/ small uterine fundal fibroid"), weight increased ("weight gain"), endometriosis ("small foci of endometriosis"), adenomyosis ("mild adenomyosis uteri"), uterine adhesions ("adhesion at the lower uterine segment"), foreign body reaction ("associated foreign body giant cell reaction"), uterine scar ("massive uterine scarring with destruction of right ostium transendometrial cavity and heavy scarring with destruction of left uterosacral ligament"), uterine inflammation ("scarring with destruction of right ostium transendometrial cavity and heavy scarring with destruction of left uterosacral ligament with inflammation"), pelvic congestion ("pelvic congestion"), pelvic discomfort ("pelvic discomfort"), vulvovaginal pain ("uterine vaginal pain"), uterine pain ("uterine pain") and pollakiuria ("frequent urination"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, vaginal haemorrhage, urinary tract infection and pollakiuria had resolved, the genital haemorrhage, abdominal pain lower, back pain, migraine, vaginal discharge, mood swings and procedural pain was resolving and the procedural haemorrhage, uterine haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, the last episode of dyspareunia, fatigue, diarrhoea, alopecia, headache, nausea, uterine leiomyoma, ovarian cyst, weight increased, endometriosis, adenomyosis, uterine adhesions, foreign body reaction, uterine scar, uterine inflammation, pelvic congestion, abdominal pain, flank pain, abdominal pain upper, pelvic discomfort, vulvovaginal pain and uterine pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, adenomyosis, alopecia, back pain, bladder disorder, diarrhoea, dysmenorrhoea, endometriosis, fatigue, flank pain, foreign body reaction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic congestion, pelvic discomfort, pelvic pain, pollakiuria, procedural haemorrhage, procedural pain, urinary tract disorder, urinary tract infection, uterine adhesions, uterine haemorrhage, uterine inflammation, uterine leiomyoma, uterine pain, uterine scar, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, weight increased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: patient sought medical attention for her symptoms from healthcare providers. Since having the surgery, patient's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: confirming full occlusion of fallopian tubes. On (B)(6) 2010 patient had ultrasound suggested that this essure insertion was in the right area for the fallopian tubes. On (B)(6) 2016 patient had pelvic ultrasound which resulted in possible small (1.6) cm uterine fundal fibroid, small (1.3 cm) right ovarian cyst, essure coils are noted. On (B)(6) 2016 patient had surgical pathology reports resulted in adenomyosis uteri, mild. Benign fibrous adhesion at the lower uterine segment and small foci of endometriosis. Associated foreign body giant cell reaction. Segments of benign fallopian tubes. At the proximal portion of the right fallopian tube and right cornu, there is a segment of a thin coiled segment of metal (essure device). Confirming the injuries reported in this case, the following one/ones were described in patient¿s medical records: uterine hemorrhage, pelvic pain, abdominal pain, menorrhagia,flank pain, back pain, urinary tract infection. Most recent follow-up information incorporated above includes: on 2-mar-2018: pfs+mr received, reporter added, patient demographics added, concomitant condition added, lab data added, product information updated, events added as :- vaginal hemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dyspareunia, fatigue, diarrhea, alopecia, urinary tract infection, headache, nausea, uterine leiomyoma, ovarian cyst, weight increased, endometriosis, adenomyosis, uterine adhesions, foreign body reaction, uterine scar, uterine inflammation, pelvic congestion, abdominal pain, flank pain, abdominal pain upper, procedural hemorrhage, pelvic discomfort, vulvovaginal pain, uterine pain, pollakiuria, uterine haemorrhage. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), dysmenorrhoea ("menstrual pain"), back pain ("back pain"), dyspareunia ("pain during intercourse"), migraine ("migraines"), vaginal discharge ("abnormal vaginal discharge"), mood swings ("mood swings") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (underwent a surgery to remove essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, dysmenorrhoea, back pain, dyspareunia, migraine, vaginal discharge, mood swings and procedural pain was resolving. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, migraine, mood swings, pelvic pain, procedural pain and vaginal discharge to be related to essure. The reporter commented: patient sought medical attention for her symptoms from healthcare providers. Since having the surgery, patient's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: confirming full occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.